Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 576 mg/dl at the time of the incident. Customer stated insulin pump had battery failed test alarm, weak battery alert. Customer was treated with manual injection. Customer stated insulin pump had battery out limit alarm and they were able to clear the alarm. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.